Event description:
Healthcare professional reported after injection with less than one syringe of "juverderm" in the lips and forehead, the patient developed an "infection" on the forehead "over the weekend" after injection. Healthcare professional confirmed the patient's lips are not having any problems. The patient was given "antibiotics" as treatment. The symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product or patient details has been requested. No additional information is available at this time. The event of infection is a physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event.